Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
The patient experienced skin issues with the device, and underwent revision surgery on (B)(6) 2021, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and an implant magnet was placed on the internal fixture.